Event description:
During baxter's eval of a spectrum pump, it had a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.